Event description:
I am writing to express my concern regarding the unauthorized sales of a non-compliant oxygen concentrator that I recently purchased from an online seller. As a consumer who relies on such medical devices for my daily health maintenance, I find it imperative to report this issue to ensure the safety of other patients. I had been using an oxygen concentrator for some time, and it has been instrumental in managing my respiratory issues. However, when I decided to purchase a new model from this particular seller, I was disappointed to find that the quality of the product was far from satisfactory. [Link https://www.amazon.com/dp/b0cp9v2xbb] despite using the machine for approximately a week, I noticed no improvement in my shortness of breath, which is in stark contrast to the previous device I had been using. The oxygen concentrator I received appears to be poorly manufactured, with several defects that could potentially compromise its efficacy and safety. I am particularly concerned about the lack of proper labeling and certification, which are essential for ensuring that medical devices meet the required standards. In light of these issues, I strongly urge the FDA to investigate this seller and ensure that they are adhering to all relevant regulations. Specifically, I request that the seller provide certification and testing reports to prove that the oxygen concentrator meets all safety and efficacy standards set by the FDA. If they are unable to provide such documentation, I believe that the product should be immediately removed from the market to protect consumers from potential harm. As a responsible consumer, I am committed to doing my part to ensure that medical devices are safe and effective. I appreciate your attention to this matter and hope that you will take swift action to address this issue. Thank you for your time and consideration.